Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: us157850, item name: m2a-magnum cup, lot #: 107270; item number: 139258, item name: m2a-magnum taper insert, lot #: 440960; item number: 157444, item name: m2a-magnum head, lot #: 700730. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery, upon attempting to remove the neck, the stem loosened and ejected from the femur due to surrounding osteolysis. A crack was then noted around the greater trochanter requiring cerclage cable fixation. No additional information is available at this time.